Manufacturer narrative:
The product has not been returned for evaluation. Production records for lot number h02c20125 were reviewed and no aberrances were noted. Should additional information become available, a follow up report will be submitted. A query of the complaint database on the reported lot number show no other complaints reported within the last 24 months.

Event description:
Customer reported the breaking of the bag at the donor tubing during the thawing process. Bag was filled with 100ml of product. Product was frozen for three months in liquid nitrogen. The patient did receive the product from the broken cryocyte bag. No further information is available, although additional information has been requested. Upon investigation, it was determined that the customer sealed the donor tubing above the height of the yellow d-rings. Therefore, information on the proper tube sealing before freezing was sent to the customer.